Event description:
A technician reported eye tracker problem, difficulty locking on the pupil. Reporter indicated all procedures were completed; however, it was with extended time periods. No patient harm reported. Upon additional follow up, reporter indicated that it did not take longer than one minute to get the tracker to work, but the surgeon was frustrated with the issue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).